Event description:
It was reported, that "the tie straps on the neck flange broke due to pressure from the tape." There was no reported patient injury and/or change in therapy. Note: involved device has not been returned for evaluation as of the date on this report.